Event description:
It was reported that the patients ipg was protruding. There was no skin breakage. It was noted that the patients previous implant with another company and the battery pocket site was much larger than necessary for the ipg. The patient underwent a pocket revision and ipg replacement procedure. The patient was doing well postoperatively. The explanted ipg will not be returned.